Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jun-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 13-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's pain returned. X-rays of the leads found that they had moved down 2 vertebral bodies. The patient was reprogrammed with no relief in symptoms on (B)(6) 2018. It was reported that the patient had a bout with diverticulitis 2 weeks ago and suspected that bearing down may have contributed to the lead migration. A revision was planned. No further complications were reported.